Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the pacemaker was found to be in backup vvi. The device was explanted and replaced and the patient was stable before, during and after the procedure. No further information was available.